Manufacturer narrative:
This event occurred in can.

Event description:
The customer complained of erroneous results for 1 patient sample tested for creatinine plus ver.2 (crep2). The erroneous results were reported outside of the laboratory. The initial crep2 result was 252 umol/l. On (B)(6) 2015 the repeat result was 64 umol/l. Both the initial and repeat results were reported outside of the laboratory. No adverse event occurred. The crep2 reagent lot number was 61755001 with an expiration date of (B)(6) 2016.